Event description:
Patient received ecp treatment on the cellex machine. X7 rbc pump alarms during treatment. Alarms at 610ml, 631ml, 661ml, 745ml , 779ml 813 and 831ml of whole blood processed.after 1st alarm, collection rate decreased from 25 to 20. After 3rd rbc pump alarm; machine paused/stopped and after repurging, allowed to pause x2 minutes (plasma slightly cloudy and rbc streaming noted in bowl).therakos contacted, advised to go to early buffy coat. Total of 970ml of wbp.